Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vticm512.6 -13.5/+4.00/91 (sphere/cylinder/axis) implatable collamer lens tore/broke during loading. There was no patient contact. A replacement lens was implanted and the problem resolved.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Expiration date: 03-31-2025. Claim# (B)(4).